Event description:
Healthcare professional reported a right side rupture. Additional capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening extended on radius. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, striated opening on anterior, creases fold, wear abrasion and stress marks. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. An opening crease sharp on radius assessed as fold flaw opening. Additional, changed, and/or corrected data: a4, d9, h3, h6.

Event description:
Healthcare professional reported a right side rupture. Additionally reported capsular contracture baker grade unknown. Device has been explanted.